Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in receiving paperwork. (B)(6) - failure (event) observed during analysis. Final analysis found that the proximal insulation covered the ring electrode causing the lead to exhibit high impedance.

Event description:
This report is to advise of an event observed during analysis.